Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has sound but was left in test mode. The fse change the system to ring and did additional testing. The fse confirmed all volume levels on the system and the device alarm works.

Event description:
Philips received a complaint on the intellivue patient monitor mx400 indicating sporadic loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.